Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. Review of the episode noted oversensing and changes in morphology measurements. Testing of the system was able to reproduce the clinical observations that led to the inappropriate therapy. The s-ICD was deactivated and remains in situ in the patient. No adverse patient effects were reported.